Event description:
The healthcare professional (hcp) of the home patient (hp) reported that the hp felt overfilled with fluid by the homechoice pro cycler during apd therapy. The hcp relates that the hp had felt overfilled on 1/5 & 1/6 using the cycler and a replacement device was subsequently requested. According to the rn, there was no patient injury or medical intervention.